Manufacturer narrative:
(B)(4) (secondary surgery), (B)(4).

Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens on (B)(6) 2009 in the patient's left eye. The patient had a retinal detachment 3 days after surgery. The lens was explanted in (B)(6) 2010, due to retinal detachment and lens decentration.